Manufacturer narrative:
Additional information was received which indicated that in along with the the sub-acute left posterior cerebral artery (pca) infarct, an magnetic resonance imaging (MRI) identified multiple ¿tiny¿ infarcts anteriorly suggestive of an embolic shower. No intervention performed for the stroke. Stroke rehabilitation occurred post discharge. Anti-platelet and anti-coagulation medications were used. Intravenous medication administered. However, tissue plasminogen activator (tpa) was not administered. The eye issue was not resolved. No additional adverse patient effects were reported. Updated data: b7, d1, d4, d6a, h4, h6 annex e and annex f codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, the patient reported a change to vision and homonymous hemianopia occurred. A computed tomography identified an acute infarct in the left posterior cerebral artery with no large vessel occlusion. Magnetic resonance imaging confirmed the CT results. Stroke treatment was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated a prior history of cerebrovascular disease and prior cerebrovascular accident. No additional adverse patient effects were reported. Updated data: b7 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which indicated that during the valve implant procedure, the valve was recaptured one time due to an initial high placement. This patient had an existing unspecified arrhythmia and following the implant an electrocardiogram (ECG) was performed and identified normal sinus rhythm with left bundle branch block and a borderline first degree atrioventricular block. An echocardiogram identified both trace central regurgitation and trace paravalvular leak (pvl). The day following the valve implant the ECG identified left ventricular hypertrophy with qrs widening and sinus tachycardia. No reported treatment for the central regurgitation, pvl, nor for the ECG changes. Additionally, approximately 1 year and 1 month following the stroke the event was reported as resolved with sequelae.

Manufacturer narrative:
Continuation of d10: product ID d-evprop23-29; product lot/serial number (B)(6); product type: delivery system; implant date na; explant date na product ID l-evprop23-29; product lot/serial number) (B)(6); product type: loading system; implant date na; explant date na. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: as reported, a change to vision and homonymous hemianopia occurred. A computed tomography (CT) identified an acute infarct in the left posterior cerebral artery with no large vessel occlusion. The CT results were confirmed by magnetic resonance imaging (MRI). In addition, the MRI identified multiple ¿tiny¿ infarcts anteriorly suggestive of an embolic shower. Stroke is a known potential adverse effect per the device instructions for use (IFU), with a variety of factors that can influence its onset. Anti-platelet and anti-coagulation medications were used. Intravenous medication administered. However, tissue plasminogen activator (tpa) was not administered. No further intervention performed for the stroke. Stroke rehabilitation occurred post discharge. Based on the reported information, the patient had a prior history of cerebrovascular disease and prior cerebrovascular accident which may have been a contributing factor to stroke, however, a conclusive cause could not be determined with the information available. This event did not indicate device misuse or malfunction and there was no information to suggest a device quality deficiency that may have caused or contributed to this event. Updated: h6 conclusion code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received which noted that the previously reported multiple tiny infarcts were located not only in the anterior but also posterior circulation. No additional adverse patient effects were reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.